Manufacturer narrative:
The patient was found to have lesions in the mid lad, first diagonal (1st diagonal), and circumflex. Lesion #1-1: the mid lad lesion was reported to be: de novo, and not a bifurcation lesion. The lesion was not pre-dilated. A cypher 3.0 x 23 mm stent was implanted. Lesion #1-2: the target lesion was the 1st diagonal. A cypher 2.75 x 23 mm stent was implanted. No additional information was available. Lesion #1-3: the target lesion was the circumflex. The lesion was treated by implantation of an athros 3.0 x 14 mm stent. Please note that device is distributed outside the united states; however, it is similar to the united states product. The product is not available for inspection. No additional information is available. A female with an unknown medical history developed a coronary artery aneurysm twenty-five months post cypher stent implantation. The reason for the patient's initial admission to hospital was not reported; but an angiogram revealed lesions in her mid lad, diagonal and circumflex. This patient's gender and extensive cad put her at increased risk for mace. The pre or intra procedural administration of asa, plavix, heparin or gpiibiiia and the performance or recording of acts were not reported. The mid lad lesion was described as de novo. No other vessel and/or lesion characteristics were provided. This lesion was pre-dilated prior to the placement of a 3.00 x 23mm cypher stent at an unknown maximum inflation pressure. The vessel and/or lesion characteristics of the fist diagonal were not provided. It is not known if this lesion was pre-dilated prior to the placement of a 2.75 x 23mm cypher stent at an unknown maximum inflation pressure. This was followed by the placement of a non-cordis bms in the circumflex lesion. The post procedural administration of asa or plavix was not reported. Seven months after the index procedure, a repeat angiogram revealed no restenosis in either vessel. The physician opted to forgo treatment of the aneurismal area at this time. Twenty-five months after the index procedure, a repeat angiogram revealed a small aneurysm in the mid lad where the cypher stent had been implanted. Thirty-five months after the index procedure, another angiogram revealed that the aneurysm had progressed to a size of 4.5-5mm. It was not associated with restenosis. This was treated with bypass surgery and was reported to be in stable condition. The products remain implanted in the patient and are thus not available for evaluation. A DHR review of the implicated product could not be performed since the lot number was not provided. Based on the information provided, it is not possible to draw a conclusion about a relationship between the device and the event. There is no clear indication that this event was design or manufacturing related. Please not that this is the initial/final report for this product.

Event description:
The report received from the affiliate indicated that approximately two (2) years after the index procedure, coronary angiography was done during the follow-up period. The patient was noted to have a small aneurysm formation at the site of the previously implanted cypher 3.0 x 23 mm stent. Please note that an angiogram done in follow-up at the six (6) month time period revealed no reported issues with the previously implanted stents. The target lesion for the stent was the left anterior descending (lad) coronary artery. The aneurysm was reported to not appear to be serious and no intervention was done. Approximately forty-eight (48) months after the index procedure, additional coronary angiography was done in follow-up. The patient was not reported to be symptomatic. The aneurysm was reported to have progressed and appeared to be unstable. The size of the aneurysm was reported to be 4.5-5 mm. Ivus was not done. There was no reported associated restenosis. The patient was sent for surgery for treatment. The surgery was reported to be successful and the patient is stable as of this report. The patient had two (2) cypher stents implanted during the index procedure. A cypher 2.75 x 23 mm stent was implanted in the 1st diagonal. There were no problems reported involving this device.